Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient cried out in sleep; felt nauseated, clammy, pale, was non-responsive and pulse was about 40 bpm. It was also reported that there was a question as to whether the electrograms (egms) could be showing loss of capture (loc) and that it appears to be that every other beat looks different. It was further reported that histogram shows some beats in the 40 bpm which could be attributed to the premature ventricular contractions (pvcs) noted. Therefore the patient will be seeing in office; device/leads assessed and programming adjusted if necessary. The device remains in use. No patient complications have been reported as a result of this event.